Event description:
During a routine shift check of the device by a biomed, the analysis function did not respond when the button was depressed. The complainant indicated that there was no patient involvement in the reported malfunction.